Event description:
It was reported that the patient contacted support to report a leak in the chamber during a supply change. The patient inspected the cartridge, connector, and tubing and did not observe any visible damage or defects that would indicate a malfunction. Further discussion revealed that the patient was connecting the cartridge to the luer adapter before placing the cartridge into the chamber. Education was provided regarding the correct order of steps and the potential for supply issues if the cartridge is connected prior to being placed in the chamber, and the patient expressed understanding. The patient had already completed a new supply change prior to calling. Blood glucose levels were reported as unaffected and within range. The cartridge lot number was documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance